Event description:
During ptca of a tortuous lesion located in the pt's left circumflex, the balloon remained inflated for 90 seconds. The pt did not experience any st changes during this time. The balloon was successfully deflated and was removed from the pt. The physician opted for placing another dilatation catheter (ref MFR rpt #2024168-1996-00010) inside the pt for further inflation to optimize the result of the ptca. After further inflation with the second balloon catheter, a dissection was noted. The balloon deflation time on the second catheter was reported to be 58 seconds. The device was removed from the pt and the dissection was successfully tacked with another balloon catheter. The pt is reported as fine.